Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 12 mg/ml bupivacaine at 7.830 mg/day, 75 mcg/ml baclofen at 48.935 mcg/day, and 23 mg/ml dilaudid at 15.007 mg/day via an implantable pump for failed back surgery syndrome and spinal pain. It was reported that a motor stall was seen at an interrogation. It was noted that the patient had not recently had an MRI and there was no electromagnetic interference or magnetic interaction with the pump. No withdrawal symptoms were noted. The pump had already been updated and then re-interrogated, however the motor stall remained active. The motor stalls were noted to have occurred on (B)(6) 2016 at 22:15, recovered on (B)(6) 2016 at 01:56 in office, and another motor stall occurred on (B)(6) 2016 at 09:36 and recovered on (B)(6) 2016 at 14:23. It was initially stated that they thought the patient had been using the personal therapy manager (ptm) successfully during the stalls, however, it was later noted that the patient had not used the ptm during that time. The pump was interrogated and updated, but the motor stall had resolved on its own. The cause of the motor stall was not determined. If additional information is received, a follow-up report will be submitted. The patient's medical history included rheumatoid arthritis, lumbosacral radiculitis, lumbar postlaminectomy syndrome, lumbosacral degenerative disc disease, and muscle spasms. The patient's concomitant medications included ms contin, msir, baclofen, and ambien.

Manufacturer narrative:
Analysis of the device found motor corrosion and/or wear and/or lubrication as well as stall due to shaft bearing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative (rep). The device was explanted and was to be returned to the manufacturer. The patient had surgery on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.